Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system onsite. The representative replaced the computer and the issue was resolved. A full system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect computer was returned to the manufacturer for evaluation. Functional testing, performance testing, and visual/physician examination was performed and no fault was found. The system successfully boots to the login screen app and navigates normally. Multiple power cycles were successful. It was not possible to duplicate the reported issue.

Event description:
A medtronic representative reported that outside of a procedure, when the navigation system was booted up, the system kept shutting itself down. There was no patient present when this issue was identified.